Manufacturer narrative:
Information pertaining to: department of urology, (B)(6). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Miyazaki, 2019, ¿the resonance® metallic ureteral stent in the treatment of malignant ureteral obstruction: a prospective observational study¿ febrile urinary tract infection. Of the 46 patients, two patients had at least one complication associated with the resonance (migration, n = 1; febrile urinary tract infection, n = 1) and their stents were removed.

Manufacturer narrative:
The unknown rms devices of unknown lot numbers involved in this complaint were not available for evaluation. With the information provided, a document based investigation was conducted. This file was created from the attached journal article. Reference "miyazaki - the resonance metallic ureteral stent in the treatment.pdf" the paper describes the resonance metallic ureteral stent in the treatment of malignant ureteral obstruction: a prospective observational study. 46 patients were studied over 1 year period. Within the attached paper in "fig 1 -flow chart with the patient survival/outcomes", described the adverse effects experienced by the 46 patients discussed in the paper. This compliant file pr 308438 relates to the adverse effect of febrile urinary tract infection. Of the 46 patients, two patients had at least one complication associated with the resonance febrile urinary tract infection and their stent was removed. As the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution rms-060026-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the unknown rms device could not be completed as the lot number was unknown. It should be noted that the instructions for use states the following: intended use " used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. Intended for one-time use" ¿warnings ¿these stents are not intended as permanent indwelling devices. ¿the stent must not remain indwelling more than twelve (12) months. If the patient¿s status permits, the stent may be replaced with a new stent. ¿patients should be checked at regular interval utilizing techniques such as abdominal x-ray (kub film). Patient using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage¿ it may be noted that according to the instructions for use, the user is instructed that ¿hematuria and incontinence may indicate fistula formation.¿ per the instructions for use states the following potential events: diminished urine drainage/ stent occlusion, loss of renal function, pain/discomfort, hydronephrosis, stent dislodgement / migration, urinary symptoms (frequency, urgency, incontinence, dysuria, hematuria, urinary tract tissue erosion" there is not enough evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient anatomy, as per instructions for use, urinary tract infections are listed as a complication following the placement of this device. Complaint is confirmed based on customer testimony. The patient experienced the adverse effect of febrile urinary tract infection. Their stent was removed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions. I.